Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had 2 driveline fault alarms in review of the history on (B)(6) 2017. The 7.29 software does not show the driveline fault on the patient¿s controller. The manufacturer¿s technical services representative reviewed the submitted log file and observed 8 driveline fault alarms between (B)(6) 2017 appeared to be the characteristic of an early driveline fault due to sensitivity of the driveline fault detection circuitry. And believes this does not indicate a problem with the percutaneous lead. The patient was asymptomatic with the event. It was reported that the patient was requesting an ungrounded cable could be ordered and sent to the patient until they can see the patient in the clinic. The patient was currently sleeping on batteries. The manufacturer¿s senior technical services representative reported that the patient was not a transplant or device exchange candidate, and the driveline faults are appeared on numerous system controllers. It was suggested that sending an ungrounded cable as a precaution to a short to shield would be fine. If one of the wires was broken over time, it may break through the insulation and cause a short. An additional submitted log file was reviewed from 3 separate system controllers post percutaneous lead repair and observed 7 driveline faults. The pump was performing as intended. On (B)(6) 2018, the customer submitted an additional log file for review and observed 211 yellow wrench advisories which indicated driveline faults throughout the log file. In addition, technical services confirmed observing a low speed advisory, low flow, and a pump stop while the patient¿s vad system was connected to battery power on (B)(6) 2018. The customer was informed that the degradation of the driveline has matured into a phase to phase short. X-ray images of the driveline submitted for review looked suspicious. Technical services observed a bit more of a bend coming out of the pump than normally seen. The rest of the x-rays appeared unremarkable. On 02apr2018, it was communicated that the patient underwent a pump exchange on (B)(6) 2018. As of (B)(6) 2018, the patient remains as an inpatient recovering from the lvad pump exchange. No additional information was provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed driveline damage that could have contributed to the reported events. The pump was returned assembled with the driveline cut approximately 1.75 inches from the pump housing and the distal portion was returned measuring approximately 41.5 inches. A driveline repair was present approximately 20 inches from the pump housing. The sealed inflow conduit and sealed outflow graft conduit were returned attached to its respective pump port. The outlet elbow was attached to its respective pump port. Examination of the driveline did not reveal any damage to the outer silicone jacket. No issues with the driveline repair were identified. Visual inspection of the bionate did not reveal any breaches. During electrical continuity testing, manipulation of the wires revealed a fracture of the yellow wire at the nipple of the pump housing. No other discontinuities or shorts were identified. Metal shield breakdown was identified on the distal portion of the driveline approximately 9.5 inches and 17 inches from the pump housing. Visual inspection of the wires revealed insulation breaches on the yellow, brown, black, orange and green wires at the nipple of the pump housing. Additional insulation breaches were identified on the yellow wire approximately 9.5 inches from the pump housing and on the red and brown wires approximately 13.5 inches from the pump housing. The fracture of the yellow wire at the pump housing appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The insulation breaches identified on the yellow, brown, black orange and green wires appeared to be the result of abrasion against the metal braided shield due to repetitive flexing of the driveline. A fracture in the yellow wire would have been detected by the pocket controller when comparing wire currents, resulting in the observed driveline faults. If the exposed conductors of any of the damaged wires made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground could have caused the events captured in the log file. Additionally, if the exposed conductors of the damaged wire made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have caused the reported events on any power source. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.